Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging the ipg as the ipg appeared to be too deep. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient did not undergo a revision. The patient was able to charge. No further course of action at this time.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg as the ipg appeared to be too deep. The patient will undergo a revision procedure.